Event description:
A physician reported a pt who was originally skin tested on 12/2/97 with negative results. Subsequently,the pt was treated several times without event. On 2/23/99, the pt was treated in the nasolabial folds. That day, the pt cleaned the treatment sites several times with alcohol and applied antibiotic ointment in an attempt to "close the little holes" made by the needle. The pt called on 2/25/99 to report that during the night (about 36 hrs post treatment) the treatment sites developed redness,itching and burning. The physician diagnosed hypersenstivity and prescribed a nmerol dos pak and oral benadyrl. On 3/12/99, the physician reported that the symptoms were due to the pt's use of alcohol along with vigorous rubbing at the treatment sites immediately following the treatment, however, the pt had not been seen.